Event description:
A journal article was reviewed that contained information regarding this device. The patient presented for a routine device interrogation six months following the implantation of an implantable cardioverter defibrillator. The surface electrocardiogram showed "symptoms of intermittent heart gurgling". The article noted that t-wave oversensing may be the "most plausible explanation". The patient was offered, but refused, a lead (unknown manufacturer) repositioning procedure. The status of the device appears to be still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) this information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "unusual device function: at a loss." Pace pacing clin. Electrophysiol. (B)(6) 2013;36(1):119-121.